Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited a gradual increase in shock impedance measurements, including a high out of range measurement. A commanded shock was delivered to assess the lead. The shock impedance measurement was within an acceptable range. The lead will continue to be monitored. No additional adverse patient effects were reported.